Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in ts 39110, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14 fr sheath is 5.5mm. In this case, the patient had a mild calcification and mild tortuosity with minimum luminal diameter (mld) with 5.5mm. The borderline mld along with possible that calcium/tortuosity not appreciable on imaging could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Post transfemoral procedure, after the edwards 14fr esheath was removed, there appeared to be a small dissection at the puncture site which was ballooned by the team. After both access sites were closed there were periodic episodes of the blood pressure going from 120/70 to 95/55. Additional inotropes and units of blood were administered. The patient appeared to be stable. However, before the patient left the hybrid or her pressure continued to drop. The team then began chest compressions and defibrillation of the heart. The patient died on the table. A total of 14 units of blood were administered. Initially, after sticking the right common femoral artery multiple times to gain access for the 6fr sheath and pigtail the team noticed a small dissection and the patient's blood pressure slowly dropped. Inotropes and multiple units of blood were administered. The team then decided to place a peripheral stent. After the stent was placed the patient's blood pressure was stable. The team decided to proceed with the tavr procedure. The edwards 14fr esheath was placed in the left common femoral artery. After the 26mm sapien 3 was deployed an aortogram was performed and there was trace pvl. The patient was hemodynamically stable. After the edwards 14fr esheath was removed there appeared to be small dissection at the puncture site which was ballooned by the team. The team believes that there was possible a retroperitoneal bleed.